Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). After the lesion was pre-dilated with a 2.00 x 12 mm non-compliant balloon catheter, a 24 x 2.25 mm promus premier drug-eluting stent (des) was advanced and deployed at 14 atmospheres for 16 seconds. However, during the procedure, a flow-limiting type b dissection at the proximal edge of the stent was noted in the distal part of the lad. To address this, an additional 2.50 x 12 mm promus premier des was deployed to cover the dissection. The procedure was completed successfully, and the patient fully recovered and remained stable.